Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not observed during evaluation. The device was subjected to bench handling, impedence, shock and defibrillation stress cycle testing without duplicating the report. The test port pins were replaced as a pre-caution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not been identified an increase in trend.